Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an ipg replacement for normal end of life on (B)(6) 2025, system diagnostic recorded high impedance on both leads. As a result, the leads were explanted and replaced. Effective therapy was restored post operatively.